Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels over 600 mg/dl and high ketone levels. The cause of the high bg levels were unknown. The infusion sets and cartridges were changed, and a manual insulin injection was administered to address bg levels. Recommendation was made to discuss diabetes management with a health care professional.